Event description:
Post-operative wound infection. Pt with a past history of crohn's disease. The pt has been on steriod use (20mg of prednisone every day) since at least 6/1999. Leading up to an acute need for more than this after transfer from another hosp. At the time of transfer, the pt was taking 60 mg of solu-medrol intravenously daily. The pt was also on an anti-inflammatory drug, namely asacol, 800 mg by mouth, three times a day. The pt was admitted to the hosp on 1/8/2000 for a diagnosis of bowel obstruction secondary to stricture. Surgery was performed on 1/11/2000 and included a laparotomy, resection of terminal ileum, lysis of adhesions, resection of ascending colon with neo iliocolic anastomosis. At the time of surgery, the pt received a total of (6) six sheets of seprafilm (lot no.342979). The sheets were placed at the following sites: large bowel, small bowel, omentum and under the abdominal wall incision (all areas were covered by seprafilm). No specific bowel preparation was given prior to surgery, except for intravenously administering hydrocortisone. It was impossible to give a bowel preparation because of the pt's smoldering bowel obstruction at that particular time. Any such attempt at bowel preparation would likely precipitate another acute obstruction, hence the traditional cleaning maneuver could not be used. However, the pt had been on nothing by mouth for some three days and the hospital's protocol and practice is to do a primary resection and anastomosis at that time. The surgical procedure was marked clean contaminated. On post-op day seven, (1/18/00), it was noted that the pt had drainage from the inferior aspect of the midline abdominal wound. Pts temperature at this time on 1/17-1/18 ranged from 36.7 to 39.6c. On 1/19/2000 the wound was opened, serous drainage was expressed and the wound was packed over a 24 hour period. The pt was started on intravenous antibiotics, zosyn 3.375 grams evey six hours. Blood cultures, urine cultures, and a central line catheter tip were all sent for culture when the pt's temperature was 39c. All reports are negative to date. The wound culture revealed moderate lactolose negative, oxidase positive, gram- negative bacilli. The pt continued to tolerate a regular diet with functioning bowel throughout this time period. The pt was afebrile (discharge temperature 37c) and was discharged on 1/19/2000 on oral antibiotics of cipro 400mg by mouth, twice a day, and a tapering prednisone dose of 20 mg by mouth every day and percocet one tablet by mouth every four hours for pain. The pt will be monitored in the outpatient clinic for one week, wound packings will be done also. The event remains ongoing as the wound remains in the healing process. The physician states the event as possibly related to seprafilm.